Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The custom pak lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. Sample has not been returned. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Event description:
An ophthalmic surgeon reported to a company representative that the adhesive from the patient drape is sticky and causing gloves to tear along with facial skin abrasions on several patients. Ointment was applied. A sample is expected to be returned. No further information is expected.